Event description:
It was reported that this artificial urinary sphincter (aus) was not working. The patient experienced incontinence. The aus was explanted and replaced. There were no additional patient complications.